Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and fluid inside a bag that contains the device was observed which suggests a leak. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the luer lock. The blue stopper didn¿t appear to be screwed all the way in. This was observed prior to patient use. The device contained fluorouracil. There was no patient involvement. No additional information is available.